Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. No samples or photos received by our quality team for evaluation. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
D.4. Other lot number includes 3255800 and other expiration date includes 08/31/2028. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Other device manufacture date is 09/12/2023.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "when trying to push vaccine through the needles, they become stuck and will not allow vaccine to be pushed through. We almost always catch this before giving the patient a vaccine, but there have been a few instances where we have poked a patient with a faulty needle and have had to repeat the vaccine after searching to fine a working needle (which has sometime meant going through and entire box). This has happened at least 200 times. We have had full boxes of needles not work." The following information was received on 10/27/23: "apologies for the delayed response; I was gathering information from all of our nurses. We did have several cases of adverse events where needles were inserted into arm/thighs of patients but then would not push, so the patient had to be poked again."